Manufacturer narrative:
With the product returned, we were able to confirm your complaint. The investigation has concluded that the peep dial was not stuck nor hindered. The defect was caused by the manometer needle being stuck at 10 cmh2o. In addition, the needle's resting spot was not at 0 cmh2o caused all readings to be skewed. We suspect that there may have a mis-assembly causing the needle guide to be askew leading to more friction, which resulted in the needle becoming stuck. This defect has been addressed, and inspections have been put in place to monitor this closely.

Event description:
The customer allege the "we tried to use item # hs4251-t on an infant, the peep got stuck at 10. We were able to grab another bag to use with no patient harm."